Manufacturer narrative:
(B)(6). The actual device was not made available; however, photographs of the sample were provided for evaluation. During the visual inspection of the provided photos, an external fluid leakage at the connection header/housing was identified. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a revaclear 300, a fluid leakage was identified at the top of the filter. There was no patient injury or medical intervention associated with this event. No additional information is available.